Event description:
It was reported that the ilet user experienced elevated blood glucose of 185 mg/dl after announcing a smaller-than-usual meal, and the pump was confirmed to be running without pause; the event was attributed to insufficient insulin delivery relative to the announced meal size. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed use error consistent with announcing an incorrect size meal in relation to actual carbohydrates consumed. It was concluded, based on previously established findings for similar reports, that the cause was user related.